Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley and one catheter had mushroomed and both catheters' drainage funnels were cut. (165816 and lot number ngjx1555, ngjx3549). Visual inspection of the sample noted that the first catheter ngjx1555, using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water) and inflated properly. With the (in-house) syringe attached the catheter balloon deflated passively within 55 seconds with no cuffing observed. The reported failure could not be replicated. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not deflating completely. No medical intervention was reported. Per customer follow up information received on 12june2025, stated that they had lot # ngjx1555 placed on (B)(6) 2025 in a male patient, lot # ngjx3549 placed on (B)(6) 2025 in a 66 aged male, lot # ngjy2894 placed on (B)(6) 2025 in 74 aged female. The clinical staff was able to remove the catheter with extreme difficulty that caused discomfort to the patients. Notes from event reports: foley catheter difficulty removing. Pct called registered nurse to ask for help. Registered nurse was able to remove it, but the balloon was still mildly inflated despite the balloon being fully emptied.

Event description:
It was reported that the foley catheter balloon was not deflating completely. No medical intervention was reported. Per customer follow up information received on 12june2025, stated that they had lot# ngjx1555 placed on (B)(6) 2025 in a male patient, lot #ngjx3549 placed on (B)(6) 2025 in a 66 aged male, lot#ngjy2894 placed on (B)(6) 2025 in 74 aged female. The clinical staff was able to remove the catheter with extreme difficulty that caused discomfort to the patients. Notes from event reports: foley catheter difficulty removing. Pct called registered nurse to ask for help. Registered nurse was able to remove it, but the balloon was still mildly inflated despite the balloon being fully emptied.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.